Manufacturer narrative:
Patient information was unavailable from the site. Onsite investigation was preformed and the laser thermal therapy system was found to be functioning as intended and without issue. It was discovered that the reported event was caused by changes in the workflow of the non-medtronic ge scanner. No parts were replaced or returned as a result. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a laser induced thermal therapy (litt), the tmaps were not communicating with the laser thermal therapy system. Also, tmap images from the ge scanner were distorted. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.